Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the caps of the blood input and output filters of a xenium ultra dialyzer were unscrewed and were not fully connected with the filters. This was observed after opening the package before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
One unused sample was received for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. During visual testing it was noted that the device was not intact as the red and blue caps were missing. An evaluation for the reported issue was not completed because components were missing. The reported condition could not be verified. Should additional relevant information become available, a supplemental report will be submitted.